Event description:
The device was mechanism was returned to the service center with a report from the customer contact that the device alarmed for n234 distal air bolus and the device was not working. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the regulator closer was unseated and did not pass the unrestricted flow test.

Manufacturer narrative:
During testing of the mechanism using a test device the regulator closer was noted to be unseated and did not pass the unrestricted flow test. The probable cause for the unseated regulator closer was damage during the installation of the fluid shield. The customer reported n234 malfunction alarm code was duplicated during testing when the cassette was inserted. This report represents all the info known by the reporter upon query by hospira personnel.